Event description:
It was reported that the patient lost stimulation on sunday. A power on reset condition (por) displayed. After the por was cleared, and the device was interrogated, a low battery message displayed. A lead impedance measurements for contact 0/1 were less than 50 ohms. Some of the bipolar pair impedance measurements were greater than 4,000 ohms. It was noted that the patient fell about 3 months ago but her stimulation did not change at that time. Further information is being requested from the hcp.